Event description:
Vitek 2 -biomerieux- machine at our institution -(B) (6)- failed to correctly identify a (B) (6) isolate as beta-lactam resistant. It reported the isolate as a (B) (6). We are using gp67 lot # 132161040 cards on the vitek 2 machine. Specifically, the vitek 2 machine reported the oxacillin as sensitive and the cefoxitin as sensitive. This was checked using manual method called kirby-bauer -kb- or disk testing. By kb the cefoxitin was resistant and the oxacillin was resistant. Furthermore, this pt's isolate came to us initially from an outside hospital. That outside hospital also used vitek to test the susceptibility of this isolate. The outside hosp's vitek reported, it as oxacillin resistant and cefoxitin sensitive. We are testing this isolate with a molecular assay to detect a meca cassette and we are sending the isolate to the cdc for further characterization. Because of this serious discrepancy, we have instituted manual disk testing, kb, for all (B) (6) isolates.